Event description:
The customer contacted heartsine to report that their customer's device gave no audible message. This issue has the potential to either delay or prevent defibrillation from being delivered. There was no patient involvement reported during the event.

Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.